Manufacturer narrative:
(B)(4). No return material was received for investigation. An in-house architect anti-hcv reagent kit of lot 67599hn00 was used in the investigation. This material was evaluated by testing three replicates of calibrator 1, one replicate of negative and positive control and additionally 20 replicates of positive control. All values for calibrator 1, negative control and positive control were within the specification ranges. The %cv of 3.79 calculated for the 20 replicates of pc was also well within the specification claim for the architect anti-hcv assay. In addition the complaint and manufacturing records for architect anti-hcv, lot number 67599hn00 were reviewed and no issues were identified. Based on the investigation, it has been determined that architect anti-hcv, list number 6c37-36, lot number 67599hn00, is performing acceptably. No malfunction / deficiency was identified. This is the final report.

Event description:
The account stated that an initial negative architect anti-hcv result of s/co=0.88 was obtained. The sample was retested and was positive, s/co=2.08. The account retested the sample because the patient's last value was positive, s/co=1.9. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.